Manufacturer narrative:
Concomitant products: product ID: 309328, lot# 0208706505, implanted: (B)(6) 2014, product type: lead. Product ID: 357664, lot# n483661, product type: screening device. (B)(4).

Event description:
It was reported there was a cable twist lock issue. The patient had a sudden loss of therapeutic effect and a revision occurred to change the cable. After the battery change, the device worked properly until (B)(6) 2014, when the patient observed again a loss of therapeutic effect. On (B)(6) 2014, a ¿control¿ was performed and the intensity was blocked 0.1ma. The external neurostimulator (ens) was changed and the intensity was still limited to 0.1ma. All combinations of the studs were tested with the two ens¿ and none allowed the increase. When the cable was changed the whole system worked properly. The cause of the event was the cable. The event was non-serious and it was related to the device and the therapy. The patient had less than 50% therapy relief and their status at the time of report was alive with no injury. The event was noted to recover on the same day of (B)(6) 2014.